Event description:
During a 4 column carpal fusion procedure, the surgeon complained that the reamer was dull. The surgeon was able to complete the procedure with the dull reamer without delay. Reportedly the procedure was completed with no negative effect to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.